Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 90% stenosed lesion was located in the calcified and mildly tortuous mid to distal left anterior descending artery. The lesion was pre-dilated with an unknown 2.25mm balloon. A 2.50x20mm taxus liberte' drug eluting stent was deployed in the lesion. After stent deployment, a dissection proximal to the stent was noted. An unknown balloon was used to treat the dissection. A 2.50x12mm taxus liberte' was advanced and could not cross the lesion. The procedure was not completed because another similar device was not available. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.